Event description:
The surgeon reported performing uneventful cataract surgery with implantation of the istent in the left eye. At one day postoperative visit, the patient presented with suspected endophthalmitis in the operative eye. A culture was obtained and the patient was treated with an intravitreal injection of vancomycin/ceftazidime and referred to a retinal specialist. The patient was also prescribed durezol, besivance, prolensa, and lotemax. The culture report came back negative/no growth identified. At the most recent visit, the patient status was reported as improving and responding to treatment, with inflammation greatly reduced and the prognosis is good. This event is being reported on the basis of etiology unknown.

Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that related to the reported event. Endophthalmitis is listed in the device labeling as a known inherent risk of cataract and glaucoma stent surgery. MFR reference #: (B)(4). Submitted to FDA on 04/17/2014.